Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred that was cleared after multiple pump restarts. Additionally, the pump touch screen became unresponsive on the lock screen and customer was unable to access pump features for insulin delivery. There was no reported impact to customer's blood glucose. No additional patient or event information was available.